Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing a rash under the therapy electrodes. The patient did not have a history of allergies but was sweating very much. There was no alleged device malfunction contributing to the irritation. Patient was prescribed allergy pills by a physician. Follow up indicated that the itching got much better.